Event description:
A facility manager reported that a patient is hyperopic following intraocular lens (iol) implant surgery. The patient had previous radial keratotomy (rk). In a follow-up, the nurse reported that the lens was exchanged for the same brand, different power lens. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/16/2011, 05/20/2011, and 06/08/2011 by phone, fax, and mail. Additional information was received on 06/08/2011 by phone. A completed questionnaire has not been received. (B)(4).